Event description:
Poc coordinator reports while performing an unspecified vascular procedure to increase circulation in the pt's leg, physician received lower than expected results with hemochron signature+ instrument / act-lr assay. At the conclusion of the procedure, physician subsequently performed a split sample analysis for signature+/act-lr system vs hemochron 801/act tube system. Physician stated having more confidence in results from 801/act tube system. No adverse event or intervention reported during the procedure using the signature+/act-lr system, however, following day patient underwent another procedure to remove an aortic graph. This procedure did not require use of an itc product. However, patient expired during the procedure due to a ruptured aortic graft.

Manufacturer narrative:
(B)(4). Itc currently awaiting product return for investigation. Facility performed an internal investigation and reports the following: electronic quality control was performed on the hemochron signature plus prior to, and subsequent to the alleged events. All tests successfully passed. Liquid quality control was performed on the act-lr cuvettes upon receipt by the facility and subsequent to the alleged events. All tests successfully passed. A heparin response test was performed on the hemochron signature plus/act-lr subsequent to the alleged event. The test performed within expectations. Additional clinical information: the hemochron 801/act tube technology system uses a different reagent and clot detection methodology than the hemochron signature plus/act-lr system. Due to these technical differences, an identical correlation is not to be expected. MFR method code - manufacturer evaluation / investigation pending product return from user facility. MFR evaluation / investigation pending product return from user facility. MFR eval / investigation pending product return from user facility.